Event description:
It is reported that the pt was revised due to pain.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Evaluation: no devices or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
Updated information received via operative notes. Primary operative notes do not indicate root cause. Revision operative notes indicate that the tibial component was grossly loose with a significant amount of fibrous debris about the proximal tibia. The temporal and patellar components implanted are incompatible. The femoral and articular surface components implanted are incompatible. It is likely that the reported tibial loosening is the result of the implantation of incompatible femoral and articular surface components.

Manufacturer narrative:
This devic is used for treatment. A product history search identified no other complaints for the part and lot combination of the related components. The reported information indicates that this complaint is related to loosening. Potential consequences to the use of the incompatible combination that have been identified are soft tissue impingement, pain, anterior lift-off of 17mm or thicker articular surfaces (dissociation from the tibial component), and revision surgery as it is unlikely that the noted incompatibility contribution to the reported loosening. Per the nexgen cr, ps, cra, lps, and lcck knee package insert, loosening is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.